Event description:
The facility reported a pump that underdelivered. The pump delivers 94 mls when the pump is set at 100 ml/hour. This occurred during bio-med testing. There was no patient injury or medical intervention necessary